Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine pen-needles were unable to deliver medication. The following information was provided by the initial reporter, translated from (B)(6) to english: it was unfortunately already 3x the case in the mentioned batch (B)(4) that clogged needles were among the closed ones.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine pen-needles were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: it was unfortunately already 3x the case in the mentioned batch (500041932b) that clogged needles were among the closed ones.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary customer returned one open pen needle loose without teardrop label. It was reported by the customer that needle clogged. Returned pen needle was visually examined using magnification and found one npe broken. Most likely the customer complaint needle clog occurred due to broken npe cannula. As the samples return were open, root cause cannot be determined. Embecta was able to confirm the issue as broken npe cannula. No DHR review can be carried out as lot number is unknown. Embecta was able to confirm the issue as bent/broken. Root cause cannot be determined as the return samples were open. H3 other text : see h10.

Event description:
It was reported that 3 bd ultra-fine pen-needles were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: it was unfortunately already 3x the case in the mentioned batch ((B)(4)) that clogged needles were among the closed ones.

Event description:
It was reported that 3 bd ultra-fine pen-needles were unable to deliver medication. The following information was provided by the initial reporter, translated from german to english: it was unfortunately already 3x the case in the mentioned batch (500041932b) that clogged needles were among the closed ones.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h.10.